Manufacturer narrative:
This report is for one (1) unknown 3.5mm oblique lcp. The exact date of the original implant procedure is unknown, but said to have taken place approximately five (5) years ago. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation procedure of the medial distal femur approximately five (5) years ago. A 3.5 mm oblique locking compression plate (lcp) and an unknown number of screws were implanted during that procedure. Due to the fracture pattern, which included multiple, small fractures, the surgeon opted to use several screws to repair the breaks. The plate itself was utilized as a secondary means of support for the screws, not as a primary means of fixation. Per the surgeon's assessment, treatment options for the type of fracture sustained were very limited. The patient, who sought medical care from a second physician, was advised that the plate had been used in an off-label fashion. It was in the second surgeon's opinion that an alternative synthes device (such as a synthes tomofix plate) would have been the more appropriate treatment option. On an unknown date, the patient underwent a revision. All hardware was removed; a partial non-union was confirmed. This report is for one (1) unknown 3.5mm oblique lcp. This report is 1 of 2 for (B)(4).